Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the reported information, the evaluation indicated that the cable was twisted and the internal optical fiber was damaged, resulting in image defects. It is assumed that the cable was subjected to unexpected stress due to the user's handling. The instruction manual provides preventive measures against the reported failure mode. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4) . (B)(4) checked the subject device and found that the reported event was duplicated due to the failure of the camera cable. Also, it was found that the camera cable of the subject device was twisted and deformed in many places. Therefore, (B)(4) surmised there was the possibility that reported event was caused by the breakage of the inner optical fibers due to the applying excessive twisting force to the camera cable. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the preparation for an unspecified therapeutic procedure with the subject device at the user facility, it was found that the endoscopic image of the subject device was not displayed on the monitor. The user facility replaced the subject device to another device to complete the procedure. There was no report of patient injury associated with this event.